Event description:
It was reported that during an unspecified procedure, a balloon detachment occurred. The lesion location, the vessel and lesion characteristics are unk. While using the 2.5 x 12mm xxl balloon dilatation catheter in the iliac artery, as the physician "pulled down on the balloon, the balloon came off the shaft" and remained inflated". Attempts to retrieve the balloon with a snare were unsuccessful. The pt was sent to surgery. The outcome and current status is unk. Multiple attempts to obtain additional info have been unsuccessful.